Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a damaged printed circuit board (pcb), broken light emitting diodes (led)'s and liquid crystal display (lcd). The device failed preventative maintenance (pm) and functional testing confirming the complaint. A root cause was due the user forcing the front cover onto the enclosure without proper alignment damaging the printed circuit board (pcb) and light emitting diode (led) indicators caps. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the damaged printed circuit board (pcb) and performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer failed preventive maintenance (pm). No patient was involved.